Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be due to fail code 403:371:864:0000 which was caused by a faulty user interface printed circuit board (uim pcb). No repairs were made to correct the reported condition per the customer request. If any additional information is received, a follow up MDR will be sent. Correction: during product evaluation by a baxter service technician, a colleague infusion pump was failed a volume delivery accuracy test on channel b.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was failed a volume delivery accuracy test on channel b and underinfused by greater than ten percent. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.